Event description:
It was reported by a customer that on (B)(6) 2011, approximately 2 inches of the fiber tip burned at 100,000 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap region was burnt and melted. The fiber cap almost detached from the fiber. The fiber cap was drilled through. The shrink tube and fiber jacket were melted and burnt. The bevel section melted and exhibited burnt glue. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. This may also cause forward firing. The joules verified on the fiber card were 99,060 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (B)(4) warns that tissue contact or tissue probing may cause fiber damage or breakage.